Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient repeated the issues they have been having with their implant since august, and how they have been waiting to hear back from their doctor or a rep since january, and has still not made contact with anyone. Patient mentioned they are in increased pain and the implant is not working to do its day to day basic function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient's implant was no longer functioning and was 'dead' and patient tried all the troubleshooting with their representatives maddie and stefan. Controller wouldn't connect to the implant unless the recharger was plugged in and patient had already worked with their representatives during their appointments. During the call patient plugged the recharger and got the batteries screen that mentioned terminated. Controller was at 100%. Patient was back to no device found. Patient would get a screen 15 (looking for device) and screen '10' (wake external device). Agent suggested replacing the controller and recharger. Agent reviewed with patient to send back old equipment back to medtronic but patient was advised by their representatives to keep the old equipment until everything got sorted out. Agent reviewed information. Agent reviewed with patient to call patient services back once they received the replacement equipment so agent could walk patient through setting up the replacement controller and go through passive recharge. Patient mentioned previous implant and agent asked if there were any issues or charging issues with the implant but patient denied any issues with the previous implant. Patient mentioned the previous implant was a regular replacement. A replacement controller and recharger (rtm) were sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was caller stated that for the past couple of weeks they have been having issues with their equipment. Caller stated it started about a month ago they began having issues when trying to charge the implant (ins). Caller stated they will be charging for 10 -15 minutes and the controller will say it can't find the device and they have to reset the controller and then it will start charging again but then they get no device found again. Caller stated now they are also having connection issues when trying to use the controller to check settings and see if therapy is on or check the battery charge levels, it will say no device found (screen 16) even though they know the implant is charged up. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed no device found (16). Caller confirmed no physical damage on controller port pins. Caller then connected recharging antenna and confirmed batteries (screen 49) recharging excellent; controller is 40 percent and implant is 100 percent. The issue was not resolved. An email was sent to the repair department to replace the controller. Caller mentioned they had the implant/battery replaced in 2022 but did not mention allegation against the device or longevity. Pt called back and reported same information from this case. Agent confirmed pt is using replacement controller. Agent had pt reset controller and saw controller with a solid green light. Agent walked pt through connecting to implant wirelessly; pt continued to see "no device found" message. Agent reviewed hand placement when connecting wirelessly to the implant - but pt continued to see no device found message. Pt started charge session and saw 70% implant charging excellent. Agent recommended to follow up with their doctor (hcp) to address not finding the implant wirelessly if replacement controller does not resolve. Agent sent email to repair to replace the controller. The medtronic (mdt) rep called and said they were meeting with a pt today and pt was using replacement controller but was still experiencing the same issue. Pt got no device found when trying to establish distance wireless communication between the ins and controller. Mdt rep. Confirmed pt's ins was charged at 70% and the controller was charged at 100%. Pt was recharging excellent, but then charging screen switched to "no device found" when the recharger was not moved at all. Recharging excellent screen returned, but when the mdt rep stopped charging the pt, the pt got no device found on their controller even though the controller was within telemetry distance. Pt locked and unlocked controller several times and sometimes the controller would connect to ins and sometimes it would not. Pt put controller within a few inches of their ins and the controller connected without issue. Mdt rep tried to perform "new implant" steps in tech mode and the issue persisted. Mdt rep tried to connect the ins to the clinician tablet and the ins connected successfully at first, but as they moved the communicator further away (but within expected distance) from the pt's ins, the communicator lost connection and mdt rep got "no device response" on their clinician tablet. Mdt rep. Disabled and re-enabled the ins in tech mode and the ins appeared to connect to the controller as expected. Controller was moved around and the ins maintained connection. Pt tried to lock and unlock the controller several times and the controller connected successfully to ins. Technical services (tss) suggested the mdt rep. Send in log files to explore source of issue, but mdt rep did not have laptop with them. Mdt rep. Will call back to pull mdt log files and communication manager files. An email was sent to the mdt rep as a reminder. Patient called regarding ins warranty and cost of the surgery. Patient stated he may be getting the ins replace due to ins function. Patient stated he has 2 controller and will be sending one back soon. Patient stated he don't have medical insurance and he like to know who would be paying for the surgery cost. Patient stated he spoke with the doctor's office and they told him to call medtronic regarding surgery cost. Patient stated the rep and ts reviewed device warrant information. Agent reviewed warranty information and will sent a message to the warranty dept regarding patient question for surgery cost. Additional information was received from the patient. It was reported that the patient called back and reported issues recharging the ins. The patient stated they were having difficulties recharging the ins because the controller continued to show no device found. The patient stated now they are getting no device found even when plugged into the recharger. The patient had an appointment to follow up with their hcp and mdt rep regarding the issues the patient had been experiencing and to go over the diagnostic data the rep had been able to gather. However, the rep did not attend the appointment. The patient was unable to progress further with resolving their issue. The patient thought there may be an issue with the ins not the external equipment. The patient inquired about the next steps they can take. Agent reviewed information and sent an email to the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer rep had been working with pt on getting their ins replaced

Manufacturer narrative:
Continuation of d10: product ID: 97745; serial#: (B)(6); product type: programmer, patient. Product ID: 97755; serial# (B)(6); product type: recharger. Product ID: 97745; serial#: (B)(6); product type: programmer, patient. Product ID: 97745; serial#: (B)(6); product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The reason for call was patient stated they have an implant that has been giving them problems since (B)(6) 2024. Patient stated they met with a manufacturer representatives at hcp's office and they ran diagnostic tests on the battery and sent it back to the it team. Patient then found out 3 weeks later that the battery is malfunctioning. Patient said they have yet to hear back from the person who was helping them with the warranty department on this side of things. Patient also mentioned that the implant has not been turning on for probably a month and a half to two months and the battery will no longer charge. Pt mentioned the controller still does not work with the battery even if they were to get the implant to charge. Patient noted that they have been in so much pain recently since the implant is not working and they have had the spinal cord stimulation for about 8-9 years, so it's one of those things where the battery just isn't working. Patient stated they have the implant to be able to walk right, because before the implant, their foot had pain and they've been in a lot of pain recently and the implant hasn't been working. Pt mentioned they have received 4 controller and two recharger replacements, but that did not fix issue.